Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable defibrillator (B)(6) 2009; 6996sq58 implantable defib lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to non-capture. No patient complications have been reported as a result of this event.